Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received screw and screwdriver were visually inspected. The inspection revealed that the screw head was completely fractured and detached, with the broken head lodged inside the screwdriver. Additionally, the screw threads exhibited signs of deformation in the crest region of the last two threads. However, it could not be definitively determined whether this deformation occurred during device implantation or explantation. Close examination of the fractured screw head indicated a brittle fracture pattern, consistent with failure caused by the application of excessive torque in the clockwise direction. In the screwdriver torx region, we can also see deformation in the section, which could be from hitting. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause can be attributed to user related as the device is broken with excessive torque during implantation. If any additional information is provided, the investigation will be reassessed.

Event description:
During treatment for a distal radius fracture, a 2.7 mm cortical screw was inserted to draw the plate and bone surface together, but the screw head sheared off. (The screw head remains stuck in the driver tip.).

Event description:
It was reported that, during treatment for a distal radius fracture, a 2.7 mm cortical screw was inserted to draw the plate and bone surface together, but the screw head sheared off. (The screw head remains stuck in the driver tip.)

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.